Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is displaying ¿error fill shuttle purge¿ and ¿iab disconnect¿. Customer stated that a patient was on the pump sometime over the weekend when there were issues with the pump. They successfully switched the pump for another. There was no patient harm or adverse events reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6), initial reporter: (B)(6)), e3 is unknown (initially it is submitted as "other healthcare professional"). (B)(6) reports that a cardiosave is displaying ¿error fill shuttle purge¿ and ¿iab disconnect¿ during service testing. He states that a patient was on the pump sometime over the weekend when there were issues with the pump. He said that they successfully switched the pump for another, and there were no adverse patient events. This happened on the surgical ICU, but he could not provide any patient demographics, details of the event, or contacts for the department. He says that they did not report the issue at the time of the event, and there is no report in salesforce indicating that a call was made to the after hours dispatch line. He will try to assist with this information in a follow up email that I will send. He was not in the department at the time of the call so the serial number was also not available. No patient involvement. After doing 3 gfe we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it. H3 other text : fse did not visit the site.

Manufacturer narrative:
Updated data: d4 (serial #).